Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, supplier part failure investigation did not find any errors of the mbm and all functional testing passed. The probable root cause is due to the ssd for the sc2000 initially failing and then the hard disk drive causing the java database error. Part investigation is not available for these parts, for they were scrapped at the customer site. The issue was resolved by replacing the mbm, the ssd, and the hard disk. The system is fully functional. Reference # (B)(4).

Event description:
The acuson sc2000 system froze during an ice procedure. Afterwards, the system continuously booted to an error. There was no injury and the customer used a different system to complete the procedure.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference # (B)(4).